Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
It was reported the patient received the following results within 15 minutes: 7.8 mmol/l, measured with the aviva expert meter (system 1) and hi (= higher than the measurement range of the meter), measured with the aviva nano meter (system 2). Two different test strips vials were used. The customer had symptoms of hyperglycemia.